Manufacturer narrative:
Concomitant medical products: 305u23 tissue valve implanted: (B)(6) 2007; dtba1q1 ICD implanted: (B)(6) 2014; 4298 lead implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited atrial undersensing and the atrial tachycardia/atrial fibrillation data was not being collected due to programming. The patient experienced near syncope. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.